Manufacturer narrative:
Other applicable components are:product ID: 3889-28 lot#: va25gs8 , implanted: (B)(6) 2020, product type: lead other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-jan-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they had an accident for the first time since being implanted 6 days prior. They had a return of symptoms. They wanted to know if they could adjust stimulation. They did not adjust stim on the call because they wanted to monitor their symptoms and talk with their hcp. They reported that they were very anxious which could have contributed to their symptoms. Additional information was received. The patient reported the therapy was not helping anymore since sometime this summer. They met with a rep who walked them through programming instructions and switched to program 7. They said that the new program helped for a while, but they gradually noticed a return of symptoms within the past month and around the end of august or early september, their symptoms had returned to baseline. They said around the same time they noticed a tightness or pulling in the back right where the wire was located. They mentioned concern that the wire may have moved. They said they cared for their 12 month old grandson and regularly bends and lifts them. They were wondering if those activities may have caused the wire to move. They said they were under a lot of stress and understood that may be a contributing factor. It was noted they were on a supplement form a diet doctor, trokendi, and had been taking that for about 3 months. They hadn't made any adjustments. Information was reviewed, they were going to charge their external equipment and make a slight adjustment. They were also redirected to their healthcare provider with regard to the concern that the wire possibly moved.

Event description:
No new information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.